Event description:
It was reported the patient is without stimulation and his scs system has no communication with external devices. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.